Event description:
Received essure coils in (B)(6) 2018, painful placement, bled 5 months straight after placement, was put on estrogen to balance hormones but didn't help. Contacted my dr. For the referral to have the placement dye check at 3 months and was told it was sent in but never was. Dr. Stopped responding to my calls. Positive pregnancy test, horrible side effects for almost 6 years and can't find a doctor who is willing to help me.